Manufacturer narrative:
(B)(4): the keypad buttons were found to be unresponsive to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, moisture damage was observed behind the display lens. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
Mom reports that the patient was swimming today and pump started to vibrate. Patient received a call service alarm. When the patient removed the battery to troubleshoot the call service alarm turned on. Mom reports keypad buttons, up, down and ok buttons are now unresponsive. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.